Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that the patient underwent a total knee arthroplasty revision due to pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Reported event is considered confirmed as the returned device is fractured. DHR cannot be reviewed as the lot number is unknown. Review of complaint history determined that no further action is required as no trends were identified. The surface of devices is gouged and worn. Failure modes are "adverse wear" and "surface damage." A root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.